Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01263; 2134265-2014-01264. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During procedure, the ilab was used in conjunction with sled and an unknown coronary catheter to visualize the lesion. The ilab was tested and started successfully without any software issues. However, autopullback failed 3 times during the procedure. No error message displayed on the screen and the sled was properly plugged into the motor drive unit. The procedure was not completed due to this event. No patient complications were reported.